Event description:
Subsequent to the initial report, the device was returned. Analysis of the returned device found that the device was in the pre-deployed position with blood in and on it. A device in this condition would not have achieved hemostasis requiring an additional method; the reported information indicated prostyle devices were successfully preplaced and used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wile could not be confirmed as a proxy 0.035¿ guide wire was front loaded and backloaded without resistance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty inserting the device over the guide wire include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker interventional procedure. The sutures of the prostyle were successfully pre-placed. Reportedly, the 0.035" guide wire could not be re-inserted into the guide wire exit port of the prostyle device. The proximal end of the guide wire was inserted and advanced as far as possible and then using a sheath, the guide wire was able to be re-inserted properly. The sutures of an additional prostyle device were successfully pre-placed. The sheath was upsized to a 23f sheath and the leadless pacemaker procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Analysis of the returned device found that the device was in the pre-deployed position with blood in and on it. A device in this condition would not have achieved hemostasis requiring an additional method; the reported information indicated prostyle devices were successfully preplaced and used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.